Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to the broken regulator. We could not identify the cause of the broken regulator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. See updated sections b3, b5, e1, e2, g2, h6 (hei).

Event description:
Additional information was received from the reporter. The issue occurred during preparation for use for a diagnostic laparoscopic cholecystectomy procedure. The intended procedure was completed with a similar device. The procedure was delayed by approximately five (5) minutes.

Event description:
It was reported by the customer, during preparation for use, the high flow insufflation unit was having flow issues. The flow was a much lower liter per minute flow than what was entered. There were no air leaks. A different new co2 tank was used and the normal cavity mode was set. No patient harm reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The flow rate was lower than the setting value on the front panel due to a regulator issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available.